Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review confirmed the reported driveline powe fault (power b fault) alarms on (B)(6) 2024 from 18:20 to 19:16. Per phone conversation, the alarm was cleared, and plan was to monitor the patient. Ultimately, system controller and modular cable were exchanged, which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned associated with the reported event of driveline power fault alarms. The system controller passed preliminary testing without issue or alarms. The driveline power fault alarms were not able to be reproduced with the returned cable and controller. A review of the submitted and downloaded log files from the reported event date of 28oct2024 showed a driveline power fault alarm activating at 18:20 due to intermittent fluctuations of the power b signal. The alarm resolved at 19:22, consistent with the reported event, but reactivated at 19:49. The controller was able to support the system as intended while the driveline was connected. The driveline was disconnected at 20:12, consistent with the reported controller and modular cable exchange. The log files did not show any indication of an issue with the system controller. The root cause of the driveline power fault alarms was determined to be due to wire fatigue in the modular cable and could not be correlated to an issue with the system controller. The device history records were reviewed and found no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.